Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a low blood glucose level and subsequently passed away. Multiple attempts were made by tandem technical support to obtain additional information; however, no information is available. At the time of this report, pump data is not available for review.